Event description:
Customer reports, when closing the fascia during an appendectomy the suture broke away from the needle two times, once the thread broke and finally the suture shredded. There was no pt injury, but there was a delay in the procedure due to another needle being required to close.